Event description:
It was reported that the jetstream was stuck on the wire. A 2.1 mm jetstream athrectomy catheter was selected for a popliteal athrectomy procedure. The lesion was a native saphenous vein graft with a 2mm anastomotic lesion at the origin of the popliteal/vein bypass graft. The vein graft was occluded with thrombus for about 50mm distal to the anastomotic lesion. A 315cm non-bsc wire was placed distal to the lesion. A non-bsc embolic protection system was prepped and deployed into position 4 cm distal to the thrombus. The jetstream catheter was primed and prepped. The jetstream was introduced and positioned 1 cm proximal to the anastomotic lesion and the barewire was benched. The jetstream was ran blades down for 20 seconds with minimal resistance or rpm drop. The unit was rexed proximal to the lesion. This was repeated 2 runs blades down with a total run time of 2:01 minutes. The jetstream catheter became stuck and welded to the wire. The physician was unable to remove the system over the wire. After many attempts to rex, go forward and backwards, the whole unit plus the filter was dragged out of the patient. This trashed the tibials and the patient lost flow to the foot. After heparin bolus, tpa and aspiration attempts, the embolic event was too great for the tibial vessels and the patient required another open bypass surgery to restore flow. Post bypass surgery, the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. A non-bsc .014 filter guidewire was stuck in the device. The device and the catheter shaft were analyzed for damage. Visual analysis showed no damage on the shaft. It was noticed that the guidewire was stuck in the device and protruding from the distal tip approximately 5.5cm. The wire was protruding from the proximal end of the device approximately 156cm. Functionality was completed by connecting the device to the jetstream console per the dfu. The device functioned as designed. The customer stated that an abbott nav6 bare filter wire was used for this procedure which is not on the compatible guidewire list per the dfu. Upon microscopic analysis it was noticed that the catheter was run to close to the tip. The device was run over the coils of the device which caused the coils to unravel and cause the wire to stick in the device. The tip was removed, and the wire was dissected at the tip and the wire was pulled from the catheter with no effort. Inspection of the remainder of the device, revealed no damage or irregularities. The customer's complaint of a guidewire stick was confirmed; however, using a non-compatible guidewire may cause device performance issues.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the jetstream was stuck on the wire. A 2.1 mm jetstream arthrectomy catheter was selected for a popliteal arthrectomy procedure. The lesion was a native saphenous vein graft with a 2mm anastomotic lesion at the origin of the popliteal/vein bypass graft. The vein graft was occluded with thrombus for about 50mm distal to the anastomotic lesion. A 315cm non-bsc wire was placed distal to the lesion. A non-bsc embolic protection system was prepped and deployed into position 4 cm distal to the thrombus. The jetstream catheter was primed and prepped. The jetstream was introduced and positioned 1 cm proximal to the anastomotic lesion and the barewire was benched. The jetstream was ran blades down for 20 seconds with minimal resistance or rpm drop. The unit was rexed proximal to the lesion. This was repeated 2 runs blades down with a total run time of 2:01 minutes. The jetstream catheter became stuck and welded to the wire. The physician was unable to remove the system over the wire. After many attempts to rex, go forward and backwards, the whole unit plus the filter was dragged out of the patient. This trashed the tibial's and the patient lost flow to the foot. After heparin bolus, tpa and aspiration attempts, the embolic event was too great for the tibial vessels and the patient required another open bypass surgery to restore flow. Post bypass surgery, the patient was stable.